Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Failure analysis found, the primary failure of "grip failure or insufficient", to be related to the customer reported complaint. For clarification, the instrument was found to have a broken grip at the grip base. A piece approximately .198" x .549" was found to be broken off the yaw pulley. The broken piece was not returned.

Event description:
It was reported, that during central processing. The tips of the fenestrated bipolar forceps were bent. There was no patent involvement.